Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope one week earlier. The patient did not note why they waited so long to come in for evaluation. A remote interrogation was performed which found no stored episodes at the time of the event. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.